Event description:
Rptr stated that the operator was crossing railroad tracks and got a wheel stuck in a gap. Operator was unable to move and subsequently was struck by a train. Operator rec'd fatal injuries.